Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was not able to be verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.